Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the sample mesh test; however, the roller, cutter, and handle were damaged. The handle, roller, and cutter were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during product inspection it was detected that the product breaks the skin-graft. There was no harm, no delay, and no medical intervention as neither surgery nor patient was involved. Due diligence is complete for this complaint; no additional information or product has been received.